Manufacturer narrative:
Event date: the peritonitis occurred on an unspecified date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to "cold weather and cough". It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.